Event description:
During final tightening of a veptr ii procedure, surgeon was tightening down the nut on the ti rib hook (04.641.002) and the nut broke off into the driver. The broken fragment was retrieved. Surgeon left the rib hook in place and completed the procedure with no further problems.

Manufacturer narrative:
Device not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device was used for treatment. No device was returned for evaluation. The small ti rib hook is designed to connect the proximal extension to the patients ribs. The rib is encircled by the rib hook and cap held together by a distraction lock. The proximal extension is locked to the proximal extension by tightening the nut and barrel assembly. Because the device was not returned, the cause for the reported device failure cannot be determined. The design risk assessment was reviewed and found to be adequate for the intended use. (B)(4): placeholder.